Manufacturer narrative:
The reported event of error message received upon device interrogation was confirmed. Review of the session records concluded that the error message was received due to a corrupted parameter. As a result of these findings, abbott is performing further investigation. No other anomalies were found.

Event description:
It was reported that the patient presented for post-operative device check. Upon interrogation, the patient's implantable cardioverter defibrillator received an error message indicating that the device parameters were reset due to erroneous MRI parameter values being detected. The device was restored to nominal settings. The patient was stable.